Event description:
It has been reported to philips that the x-ray was unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned neurovascular treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was unavailable. The fse found the cause of the problem was that the magnetic contractor k1 of the pdu (power distribution unit) mains interface module was defective. The fse cleaned the contractor and ordered a new mains interface module. The fse replaced pdu mains interface module to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.